Event description:
Thermal burn to left forearm during MRI. Extra large pt placed on table with shoulder coil. The cord that is attached to coil pinned between pt arm and side of bore of MRI. Because of pt's size, the coil had to work harder than usual. This generated more heat.

Manufacturer narrative:
MFR initially notified by siemens medical systems, iselin, nj on 1/28/1998 via mail. Info contained in blocks a,b,e copied (without corrections) from voluntary medwatch form received from siemens medical systems on 2/27/1998 (attached). Blocks d,f,g,h contain info obtained from user facility via telephone on 1/30/1998 and evaluation of the suspect device at the manufacturer's facility on 2/13/1998. Rep of the user facility (mr. Michael czech) indicated that the pt was very large and difficult to position of the MRI exam. The shoulder coil coaxial cable was routed anteriorly across the pt's chest and under the pt's arm. The cable was contacting both the pt's forearm and the bore of the MRI system. Shortly after the start of the second scan sequence, the pt complained of a burning sensation on this arm. The pt sustained a 2cm second degree burn to the left forearm. The wound was examined, cleaned, treated and bandaged by an ER physician. Device was returned to MFR for evaluation. Evaluation showed no evidence of device defect or malfunction. Device cable showed no signs of damage or wear. Device operating parameters within specified limits. MFR attributes the adverse event to operator error - specifically the misrouting of the device coaxial cable resulting in a radio frequency (rf) burn. The speculation regarding the cause of the event contained in block b5 as documented by the initial reporter is inaccurate. MFR notified user facility on 2/20/1998 regarding results of device evaluation and assignement of adverse event root cause. Discussed caution statements included in safety section of device operator manual (attached). No further action planned. Complaint description: customer reported that on 1/13/1998 when mobile mr was operating at facility, a pt, while being scanned using a non-siemens shoulder coil, medial advances model 412-si, received a skin burn on one arm. Coil's cable reportedly was draped across and in contact with the pt's arm. Vol # 1012827.